Event description:
It was reported that one of the three anchor implanted came loose post operatively in the joint. The surgeon did x-ray and saw that the anchor had broken and come loose, but because of the health of the pt, he chose not to retrieve the anchor at this time. No pt injury has been reported at this time.if this were to recur it would likely result in surgical intervention to remove the anchor.